Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - on (B)(6) 2009, rv coil impedance abnormality was noted through hm alert. Before this date, it was around 50 ohm, but on this date, it was 5 ohm. The patient visited the hospital, and confirmed it was 5 ohm. Because it had not been detected as an arrhythmia since its implant, the patient refused replacing it, and decided to monitor the situation. There were no adverse patient side effects reported.